Event description:
Report rec'd from the USA stating that the device had a hole in hose. The device was used in a spinal fusion l5s1 surgery. Ther were no pt or user injuries reported. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).